Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that there were episodes of noise reversion on the atrial lead. Additionally, when the patient presented to clinic, the lead showed varying atrial sensitivity and noise with manipulation of the skin just above the generator. The lead was capped and replaced on (B)(6) 2020 during a routine generator replacement procedure. The patient was in stable condition.